Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the power issue. The field service engineer replaced bus cable and tested it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system sation not powering on. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.